Manufacturer narrative:
(B)(4).

Event description:
The patient had a generator replacement and was later reported to have an infection. The surgeon removed the generator and capped the leads until the patient heals. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received.